Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2017, this patient underwent an endovascular treatment for an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On (B)(6) 2023, transgraft embolization (tge) was performed to treat a type ii endoleak using a gore® dryseal flex introducer sheath. When the sheath package was opened, deformation of the tip of dilator was found. The physician attempted to insert this sheath as it was; however, resistance was felt while inserting the dilator tip into the vessel. Therefore, the sheath was exchanged and another sheath was used for the procedure. Then, the embolization was successfully performed. The punctured site of the previous excluder was relined by an additional excluder (contralateral leg component). When the delivery catheter was withdrawn, the leading part of the catheter (guidewire shaft) was separated and remained in the patient. The leading part was successfully removed by a snare catheter. The patient tolerated the reintervention. The reporting physician commented as follows: there was no resistance felt during withdrawal of delivery catheter. The devices was returned to gore for further investigation and the evaluation showed the following: the findings from the evaluation are consistent with the physician¿s observation for leading end of the catheter broken separated. The likely cause for separation of the leading end of the catheter could not be determined with the currently available information.